Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on 29-jun-2022. The device evaluation was completed on 18-aug-2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. No other damages or anomalies were observed on the sheath or the dilator. A microscopic examination of the hemostatic valve found that it was broken. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good-known laboratory sample catheter were introduced through the sheath, and no obstruction or resistance was detected. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record evaluation was performed for the finished device number 00001903, and no internal action related to the complaint was found during the review. The issue was confirmed since the hemostatic valve failure could cause the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that the dilator could not be inserted. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and the hemostatic valve was found dislodged inside the hub component. This finding was assessed as MDR reportable and the awareness date for this reportable lab finding is 18-aug-2022.